Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to recurring incontinence. The patient was implanted with a new pressure regulating balloon (prb). It is unknown if the existing prb was explanted. Additional information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.